Event description:
An Impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 55-year-old male patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS). The patient presented in Society for Cardiovascular Angiography & Interventions (SCAI) E shock, and on multiple inotropes and vasopressors, prior to initiation of support. The patient's comorbidities are unknown.On day 3 of support, while the patient was in the intensive care unit (ICU), the patient was experiencing pain and developed a small hematoma at the insertion site. Plasma-free hemoglobin elevated from 30 to 130, but the physician attributed the value to the central venous catheter (CVC) being occluded and sluggish. Follow-up labs sent. No suction alarms and no signs of hemolysis noted in the urine. The patient was on a Heparin drip at 1,600units/hr. The patient was hemodynamically stable.On day 5 of support, there was a high purge pressure/purge system blocked alarm. Tissue plasminogen activator (tPA) was initiated. There was no noted interruption of flow or support for the patient. The tissue plasminogen activator (tPA) was utilized for the high PP to mitigate impact of biomaterial within the motor and there was no impact on the patient.After 12 days of support, the device was successfully weaned. The Impella functioned as intended at performance (P) level P-5 at 3.1L/min with D5W Heparin in the purge solution. The post-procedure outcome is survived at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.